Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Pc-(B)(4). Representative samples received. No defects were found on the package. The sample was opened and the swage and attachment area of the needles were as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of devices with needle pulled off issue during this procedure was any additional tissue dissection required or damage occur during searching/retrieving needles from the patient? How was case completed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an incisional hernia procedure on (B)(6) 2018 and suture was used. During the procedure, the needle popped off. The surgeon had to dig in the patient's tissue to retrieve some of them. It was unknown how the procedure was completed. There were no patient consequences reported. Additional information has been requested.